Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after the second firing of total gastrectomy, the nurse tried to remove reload from adapter, however the handle indicator was flashed,the status indicators were illuminated blue, the firing progress indicators were illuminated red. The nurse could not open/close the jaws, however could remove the cartridge from adapter. Replaced by another device, the following firings were completed with no problem. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.